Manufacturer narrative:
The insulin pump was received with a non-flashing white lcd display with horizontal black lines due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to display anomaly. The pump was received with case cracked behind the pump near the battery compartment. No damage to the battery tube threads noted during physical inspection. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had a crack as there was no screw thread in the battery compartment. The customer's blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.